Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tube there was under-fill or low draw of a tube with blood. This event affected 1600 tubes. The following information was provided by the initial reporter. The customer stated: "tubes are not fill correctly. About 10% of tubes don't fill properly. They got only drop to tubes."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2023-03-24. H.6. Investigation summary: bd received 100 samples for investigation. The samples were evaluated by functional testing and the indicated failure mode for underfill with the incident lot was not observed as all product specifications were met. 20 returned samples were draw-tested with deionized water. From this testing, it was determined that all 20 returned tubes drew within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tube there was under-fill or low draw of a tube with blood. This event affected 1600 tubes. The following information was provided by the initial reporter. The customer stated: "tubes are not fill correctly. About 10% of tubes don't fill properly. They got only drop to tubes."